Manufacturer narrative:
Findings: unit received with detached and missing end cap. Unit received with bleeding lcd glass. Unit received with cracked case at display window corners. No broken pieces at the battery tube threads or cracks near the reservoir tube window were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken case near the battery. Customer stated that there were cracks near the reservoir window. No further details given.